Event description:
Event description guidant received information that this reliance lead had dislodged from this patient's ventricle. It was removed from service and surgically abandoned. An additional lead was successfully implanted.